Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient noted that they went to make adjustments because they had been having problems and patient programmer (pp) would not come on. Patient was having to cath every now and then because their bladder was not emptying and did not feel stim. Patient was advised to consult with doctor for more information. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.